Event description:
When the coils were placed in the patient, they did not coil but came out straight. Two were placed in the patient but removed. No harm to patient reported.

Manufacturer narrative:
(B)(4). It should be noted that on 04/27/2010, it was determined this should be a reportable event, due to the potential for migration. Unused product was returned with contaminated device in the same box. Two coils were returned in an open condition and deployed from their shipping cannula. The shipping cannulae were not returned. The coils did not appear to be used. Two coils loaded in shipping cannula were returned in an open and unused condition. Two coils were returned in an unopened and unused manner, loaded in shipping cannula. It does not appear that the actual complaint devices were returned. All returned devices were within specifications for curl diameter and curl spacing. No visible anomalies were noted. Per specification, quality control personnel confirms correct diameter of first and last curl and curl spacing. Instructions for use (IFU) is provided that lists warning and precautions. Without the actual complaint device, we are unable to determine what may have led to this failure mode. However, a coil may appear to be more straight than coiled if the embolization coil being placed is too large for the vessel it is being placed in. We will continue to monitor for similar complaints and have notified the appropriate in-house personnel.